Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please give a detailed explanation of the event: patient presented 4/52 post tkr, wound ooze, swelling and redness where the 2-0 vicryl was protruding- superficial wound infection diagnosed. Did the event happen during a procedure? No were you in the procedure at the time of the event? Occurred post-operatively event outcome/how was it managed? Patient admitted for IV antibiotics was there any consequence to the patient due to the event? Patient required re-admittance and antibiotic treatment. Was the surgery prolonged due to the event? If yes, confirm how many minutes delay-no has the reporter facility indicated there may be legal action? No is the product available for return? No attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? Please clarify what is meant by the patient "presented 4/52"? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent a total knee replacement on an unknown date and suture was used. Post-op, the patient presented with wound ooze, swelling and redness where the suture was protruding. A superficial wound infection diagnosed. The patient required po antibiotics 2 weeks post-op. The patient required re-admittance and IV antibiotic treatment. Additional information was requested.